Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection was performed against the failure mode of the complaint. No damage or abnormalities were found on the shell or liner that would prevent the liner from seating in the shell. The ring was oriented with the chamfer in the proper direction upon receipt of the assembly. The ring is bent toward the inner radius of the shell in a manner that caused approximately 1/4 of the ring to come out of the groove. Dimensional inspection of the ring found its width and height to be within print specifications. Dimensional inspection of the shell found the groove radius and width to be within print specifications. Cmm analysis of the shell found the inside spherical radius and radius location to meet specifications. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant products: unknown, unknown cup, unknown. Events occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 10899.

Event description:
It was reported that during a procedure the liner would not assemble with the cup due to a deformed ring. The procedure was completed with a different device. Attempts have been made and additional information on the reported event is unavailable.